Manufacturer narrative:
510k: this report is for an unknown cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sayres s., et al (2015) comparison of rates of union and hardware removal between large and small cannulated screws for calcaneal osteotomy, foot & ankle international®, volume 36(1), pages 32¿ 36 (USA) doi: 10.1177/1071100714549191. This retrospective study aims to compare the union rate and hardware removal rate of large and small cannulated screws for calcaneal osteotomy. Between january 1996 and april 2012, a total of 255 patients (272 feet) with an average age of 55.0 (range, 18-82) years met the inclusion criteria and were included in the study population.177 feet belong to females and 95 belong to males. Standard medial displacement calcaneal osteotomy was done using two 7.3 mm, 6.5 mm, or 4.5 mm cannulated screws (synthes, west chester pa). 130 osteotomies were held with two 7.3 mm cannulated screws, 27 osteotomies were held with two 6.5 mm cannulated screws, and 115 osteotomies were held with two 4.5 mm cannulated screws. The patients were followed up at least two years. The following complications were reported as follows: osteotomies held with 7.3 mm screws, 38 feet had the screws removed at an average of 1.63 years (range, 18.8 weeks to 8.6 years) postoperatively. Five feet underwent subsequent operations requiring calcaneal screw removal. 2 patients had drainage at the posterior wound, and 1 patient developed a hematoma under the posterior wound; however, these patients elected to not have the screws removed. Twenty seven osteotomies were held with 6.5 mm screws and 9 feet had them removed at an average of 3.1 years (range 11.4 weeks to 10.9 years). 6.5 mm screw group in the 6.5 mm screw group, heel pain was the complaint in 7 of 9 cases of removal. One other patient complained of pain but did not get the screws removed. 7.3 mmm screws group posterior heel pain was cause for hardware removal in 32 of the 38 feet with 7.3 mm screws. 5 patients with 7.3 mm screws complained of pain at the posterior heel, 1 patient developed a plantar mass over the screw requiring screw removal. 4.5 mm screw group posterior heel pain was also the cause of hardware removal in 14 of 15 feet in the 4.5 mm screw group; the other patient developed a bursa over the posterior screw head. Two additional patients with 4.5 mm screws complained of posterior heel pain but did not get the screws removed. This is report 1 of 3 for (B)(4). This report is for an unknown synthes 7.3 mm, 6.5 mm, or 4.5 mm cannulated screws.